Manufacturer narrative:
On (B)(6) 2016, a tandem clinical diabetes specialist reported that the high bg and infusion set sites were discussed and that the customer was to resume pump therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 469 mg/dl with a small to moderate levels of ketones. The customer's healthcare identified the ketone and bg level as dangerous and instructed the customer to contact him every hour until the bg returned to the target level. The customer reverted to using insulin injections to manage diabetes. The customer thought that the infusion set site may have been the cause of the bg level. Tandem technical support had the customer perform a system check and the pump was found to be operating as intended.